Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02065, 3005168196-2021-02066, 3005168196-2021-02067, 3005168196-2021-02068, 3005168196-2021-02069.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coils) and penumbra smart coil handles (handles). During the procedure, four smart coils would not detach using two handles. It was reported that the handles created small separation of the black alignment zone (pet lock) on the smart coils pusher assemblies but the smart coils would not detach. Therefore, the physician manually detached the smart coils in the target location. The procedure was completed using additional smart coils and a third handle. There was no report of an adverse effect to the patient.